Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had a indwelling foley inserted and the catheter was placed on 1/26 and then the event occurred on 02/03 was spontaneously dislodged with the balloon deflated . The old device was tested and noted to be leaking and wouldn't inflate. Not sure if the patient had bladder stones.

Event description:
It was reported that the patient had an indwelling foley catheter placed on (B)(6) 2021 and the event occurred on (B)(6) 2021 was spontaneously dislodged with the balloon deflated. The old device was tested and noted to be leaking and did not inflate. It was unsure whether the patient had a bladder stone.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to a user related (contact with sharp objects or mechanical failure or operator error or thin rubberize layer). The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The labeling review was unable to review due to the unknown product code. Although the product family was unknown the (foley catheter) ifus were found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.